Manufacturer narrative:
Although the product was not received for evaluation, a review of the photo attached to the complaint file was performed. The original packaging was not visible in the photo. The part number and lot number cannot be verified or determined. The photo clearly shows a (25ga) blue colored esa hub and sleeve assembly in a plastic cup. The sleeve was separated from the hub. There are no close-up photos of the assembly, or the area of separation. It cannot be determined if the assembly was physically damaged before the separation occurred. The cause of the separation cannot be determined by viewing the photo alone. Manufacturing and sterilization records for se5425mvb, lot x5416 were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The facility intends to return the product for evaluation. This investigation is ongoing.

Event description:
The user facility reported a trocar broke off in the patient's eye. The trocar particle was removed with a forceps. There was no impact to the patient.

Manufacturer narrative:
One blue hub and sleeve assembly and tyvek labeled se5425mvb 25ga., posterior mid-field elite pack, lot x5416 was returned. The expiration date was 2025-may-11. No other contents were returned. Visual inspection found two pieces of the hub and sleeve assembly in a zip lock plastic bag. The valve was on the hub as it should be. Microscopic examination found the sleeve was separated from the hub at the base of the sleeve. In addition, the sleeve was dented and has ridged edges at the location of separation. The hub also has ridged edges at the separated location. Due to the returned opened condition and evidence of use, the cause of the broken hub and sleeve assembly cannot be determined. The product sample was sent to the vendor for their evaluation. This investigation is ongoing.

Manufacturer narrative:
While it cannot be determined what caused the hub assembly to fracture, the incoming inspection records of the 15°25ga esa valve cannula were reviewed and verified to be acceptable. Supplier investigation determined that the issue was not manufacturing related. This investigation is complete.